Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts. (B)(6).

Event description:
The patient reported that the down arrow button was not responding with every button press. There was no report of damage or peeling to the keypad; the patient reported that the letters were worn but not peeling. The patient continued to use the pump and was monitoring all button presses to ensure that the responses were correct.